Manufacturer narrative:
The reported complaint of the autopulse nxt platform (sn (B)(6)) displaying a flashing yellow triangle alert was confirmed in the archive data but was not confirmed during functional testing. The autopulse nxt platform functioned as intended. Visual inspection of the returned autopulse nxt platform showed no physical damage. A review of the archive data showed no hardware faults. However, software-related fault 1097 was logged for the motor encoder. This fault occurs infrequently and causes the yellow triangle indicator to flash. The root cause of the fault is unknown. The autopulse nxt platform passed preliminary functional testing without any fault or error. The nxt platform was tested further using a medium zoll torso fixture (mztf) with two known-good nxt batteries until discharged without fault or error, and the customer's reported complaint was not replicated. Following service, the nxt platform passed final tests without issues.

Event description:
When the customer turned on the autopulse nxt platform (sn (B)(6)) during a training session, the nxt platform displayed a flashing yellow triangle alert. After turning off the nxt platform and removing the battery, the alert stayed lit for multiple days and then cleared on its own. The flashing yellow triangle alert is currently off. The customer is wary of returning the nxt platform to service without knowing why the reported issue happened. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported problem was confirmed. The home position on the platform required a reset to factory specifications. This configuration step was performed, and the system was fully tested.